Event description:
It was reported that the user, newly started on the ilet pump, experienced hypoglycemia after announcing "more than" dinner for a meal of rice, salad, and fish, indicating an incorrect meal size. This was followed by an overcorrection with oral glucose that led to hyperglycemia before the pump applied correction doses and restored glucose to range. Symptoms included hypoglycemia with a nadi of 59 mg/dl and hyperglycemia peaking at 312 mg/dl. Outcomes included transient low followed by high glucose that resolved with device-delivered corrections and user education, with no hospitalization. Investigation included troubleshooting and education on accurate meal announcements and proper low treatment using oral glucose. Investigation of this case revealed user-related incorrect meal size announcement and overcorrection as the cause, with the device functioning and delivering correction doses as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and treatment of hypoglycemia.